Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had unexpected restart alarm and external ram error alarm. Blood glucose value was unknown at the time of the incident. Troubleshooting was performed and unexpected restart alarm recurred after battery change. The device will be replaced and returned for analysis.

Manufacturer narrative:
Device passed self-test, unexpected restart error test and displacement test. No unexpected external ram crc error, unexpected restart error or reset time or date anomaly after change battery noted during testing.